Event description:
Caller reported that the t:slim x2 pump battery was not charging. There was no adverse impact to the customer's blood glucose level. Technical support planned to send a replacement tandem cable and wall adapter via two-day shipping, but this was delayed as the customer was on vacation. The customer intended to follow up for further troubleshooting after the vacation, as other charging supplies were not available to her at the time. Technical support to obtain additional information.